Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2009, alleging that the threads became stripped/damaged on her onetouch ultrasoft lancing device. She also claimed she was hospitalized as a result of the alleged issue. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2009 to obtain/verify the following information: the patient indicated that the alleged issue first occurred "1 year ago" but she was able to test. At the time, she was testing 3-4 times per day but eventually she started testing 1-2 times/day because the alleged issue was causing her more pain than usual. She did not make any changes to her diabetes medication regimen (metformin) as a result of the alleged issue. The patient claimed that after the alleged issue occurred, she has been hospitalized 2 times: the first time was approximately 9 months ago and the second time was approximately 3 months ago. On both occasions, the patient had elevated blood glucose levels and was treated with insulin. The patient indicated that her blood glucose levels were around 170-200's mg/dl. She recalled that she was not testing for approximately 3 days prior to the hospitalizations as a result of the pain on her fingers. The patient also stated that she had frequent urination before going to the hospital. According to the troubleshooting performed with customer service, there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly was hospitalized and treated for hyperglycemia on two separate occasions after the alleged lancing device issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.